Manufacturer narrative:
This report is submitted on january 27, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to poor device performance from activation. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 22, 2022.